Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. The mother states the buttons are sticking. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up and down buttons due to flattened dome switches. No unlocked connector noted on the lcd board. The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The insulin pump had minor scratched lcd window.